Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal setup joint (psuj) and distal setup joint (dsuj) due to error 23098. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the dsuj and psuj for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure that there were repeated non-recoverable faults against universal surgical manipulator (usm1). The intuitive tech support engineer (tse) reviewed the system logs and found 23098 faults against the proximal and distal set-up joints. The customer power cycled the system and moved forward using to usms 2, 3, and 4. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the products involved with this complaint to perform failure analysis. The distal set-up joint (dsuj) was returned for failure analysis, and the reported complaint was confirmed but not replicated. In system logs, communication error 40067 and brake command error 32097 were found reported by the axes controller tornado (act) on the suj distal. Error 23098 was also found indicating a brake state mismatch error on the tornado thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where it functioned within specification. The unit was also installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. The proximal set-up joint (psuj) was returned and the reported complaint was confirmed and replicated. In system logs, error 31226 was confirmed indicating low fiber power warnings. The psuj was installed onto golden system where it passed all tests but had error 31226 in the error logs. Tested psuj on patient side cart fixture test platform (pftp) where it failed fiber power tests replicating the reported event. Fiber optic cable was tested and verified to be the source of the fault. A visual inspection found no faults related to the reported event. The complaint was confirmed and replicated based on failure analysis. Failure analysis concluded that the act printed circuit assembly (pca) is consistent with the reported problem and considered the potential root cause. The probable root cause is attributed to communication errors caused by a transient act board from distal suj outer, and a faulty fiber optic cable located on proximal suj outer.

Event description:
Refer to h11 for follow-up information.